Event description:
The patient underwent the index procedure with the deployment of one endeavor sprint drug-eluting stent to mid left anterior descending artery. Residual stenosis was 0% with timi 3 flow. Approximately 3 months from the index procedure, the patient was found dead at the campsite. The patient's autopsy was reported to have listed atherosclerotic coronary disease as the cause of death. The patient's autopsy result was reported to reveal cardiomegaly, 90% stenosis of the right coronary artery, 50% stenosis of the left anterior descending artery and 60% stenosis of the left circumflex coronary artery. The outcome of the event was considered fatal. The event of atherosclerotic heart disease was considered an event resulted in death. In the investigator's opinion, the event of atherosclerotic heart disease was considered severe in intensity and not related to the study drug, not related to the study device and not related to the study procedure.

Manufacturer narrative:
(B)(4).